Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress was applied to the sheath of the distal end due to the pressure marks on the sheath. It is likely that when the same stress was applied, a hole was made in the sheath of the distal end, resulting in leakage of the ultrasonic media from the hole. Since the ultrasound media leaks from the hole in the sheath of the distal end and the ultrasound media is reduced, it is likely that the ultrasound could not be transmitted normally. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited leakage of the ultrasound media. There was no patient involvement.